Event description:
Resident fell from bed kci 9000 ar bed on two occasions. After investigation it was found the mattress was mislabeled from the manufacturer. The port for "alternating pressure" was labeled as "rotation" and vice versa.